Event description:
A patient had removal of an interstim implant that no longer controlled symptoms despite several attempts to adjust settings on the generator. The implant initially worked when placed in a hospital out of state. The implant seems to be working and in place as increasing the intensitiy on the generator will give the patient perineal discomfort and big toe discomfort. However, it no longer controls bladder systems.